Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pulse generator replacement procedure, the physician checked the patient's right ventricular (rv) lead and determined that there was an impedance issue. The physician noted that the connection to the header appeared to be acceptable. The physician elected to replace the rv lead. The rv lead was surgically abandoned. No additional adverse patient effects were reported.